Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of "olympus" icon displayed at start and color bar displayed on the screen when connected to camera was not confirmed. There were no faults found with the device during device evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported that the liquid crystal display screen of the visera elite ii video system center displayed "olympus" icon after start and color bar was displayed after the camera head was connected. The issue was found during preparation for use and the diagnostic procedure (laryngoscopy) was completed with the same device. The patient was not under anesthesia. There were no reports of patient harm.